Event description:
It was reported that during a da vinci-assisted thymectomy surgical procedure, the endoscope would not flip the picture up or down. The procedure was completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was analyzed and failure analysis investigations replicated/confirmed the customer reported complaint. The endoscope was found with a camera/instrument adapter defect. The endoscope was placed through a friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing, and the gears were confirmed to be binding. The camera instrument adapter was removed from the endoscope housing and found to have a damaged bearing within the camera instrument adapter shaft as a result of the excessive friction. Additional observation(s) not reported by site were also identified: the endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack(s) on the lamp button. The endoscope was manually tested by hand using a series of movement tests and failed. The endoscope had rattling or noise from the housing and/or loose balls from the light emitting diode (led) windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside the backend housing. The endoscope was also found with cosmetic damage. The nose section of the endoscope housing exhibited laser marking fading and/or removed.